Event description:
During follow-up, post-paced t-wave oversensing was noted on the device. Abbott technical support was contacted and suggested reprogramming the device to resolve the event. No intervention was performed. The patient was in stable condition.